Manufacturer narrative:
This device referenced in this report has not been returned to olympus for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity related to the event found. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device was positive repeatedly in a cultivation test. A cultivation test at olympus side is planned and until the examination is performed, the subject device is put under quarantine. If the result is negative, the subject device will be repaired. There was no patient injury reported. There was no infection report associated with this report.